Manufacturer narrative:
This report is associated with argus case (B)(4), biotene moisturizing mouth spray (2013 formulation).

Event description:
Heart pain [cardiac pain]. Stomach ache [stomach pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of cardiac pain in a (B)(6) female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number u6g81, expiry date 30th june 2018) for dry mouth. Concurrent medical conditions included dry mouth. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced cardiac pain (serious criteria gsk medically significant) and stomach pain. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the cardiac pain and stomach pain were not reported. It was unknown if the reporter considered the cardiac pain and stomach pain to be related to biotene moisturizing mouth spray (2013 formulation). Error correction: batch details entered into correct fields.